Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during hysteroscopy procedure, a patient was burned by the light cable. This caused additional medical intervention to treat the burn. It was not a safelight cable, and was not attached to the scope when the light source was turned on. The incident was deemed operator error and not device related.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: safelight design, boot material, light source (rsk10975 white light output), use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during hysteroscopy procedure, a patient was burned by the light cable. This caused additional medical intervention to treat the burn. It was not a safelight cable, and was not attached to the scope when the light source was turned on. The incident was deemed operator error and not device related.